Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the rep had checked impedances on (B)(6) 2019, and found that one of the two leads had high impedance values (greater than or equal to 40,000 ohms). Reprogramming was performed on the one functional lead to recapture the target area since the lead with the high impedances could not be programmed on. It was noted that the patient had tripped and fell up a hill on (B)(6) 2019, which was the most recent trauma the patient could recall that may have contributed to this event. No further complications were reported or anticipated.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient had a revision on (B)(6) 2020 and since then was seeing the "device not ready" message screen 82. It was reviewed that the programming was not completed when the revision was done and that the rep was meeting the patient in the clinic to complete programming with the clinician programmer to resolve the message and allow the patient to resume use of therapy.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018, explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018,explanted: product type lead product ID 977a260 lot# serial#(B)(6) , implanted: (B)(6) 2018, explanted: product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2018,explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.